Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient date (pd) code, indicative of a loss of patient data. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient date (pd) code, indicative of a loss of patient data. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.